Manufacturer narrative:
In h6 section, below codes are not accepting. Analysis finding code - in30af. Investigation findings code - 3194. Investigation conclusions code - 140. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. Inpen failed displacement dose accuracy. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. / two tick marks appear in dose window when zero mark is appears in the alignment gage window. Performed bayonet bond investigation and found driveshaft intermittently shifting not allowing injection button to sit at zero units and to have an alignment failure. Inpen passed front cap investigation. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 3.40ozf-in). In conclusion: broken or cracked bayonet bond can affect insulin delivery. Therefore, the customer concern of leadscrew anomaly and inaccurate doses was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. Inpen failed displacement dose accuracy. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. / two tick marks appear in dose window when zero mark is appears in the alignment gage window. Performed bayonet bond investigation and found driveshaft intermittently shifting not allowing injection button to sit at zero units and to have an alignment failure. Inpen passed front cap investigation. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 3.40ozf-in). In conclusion: broken or cracked bayonet bond can affect insulin delivery. Therefore, the customer concern of leadscrew anomaly and inaccurate doses was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer tried to push insulin but there was a resistance when about to reach zero. Customer experienced an injection/dose button difficult to pressed/pushed. Customer reports inpen app was not recording the exact doses dialed on the inpen. The customer reported no adverse event. The event involved product(s) mmt-105elpkna. Customer reports broken/damaged inpen. Inpen replacement initiated. Customer reported dosing slowly or pausing during the injection. The difference between the intended dose amount and the recorded dose amount in the inpen application: intended amount: 7u, amount recorded: 5u. The intended dose amount and dose amount recorded in the inpen app(logbook or home screen) greater than 1.0 unit. No harm requiring medical intervention was reported. Mmt-105elpkna was requested and customer response was the device will be returned.